Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the reservoir and tubing has air bubbles. Blood glucose reading at the time was 221 mg/dl. Troubleshooting was performed. The issue persisted after infusion set change. Advised customer that the reservoir will be replaced. Nothing further reported.

Manufacturer narrative:
Evaluated three random sealed reservoirs. Performed pre-fill and the reservoirs passed per specification. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. No air bubbles found.